Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient presented to the ed with increased spasticity, itching, autonomic dysreflexia. The patient was admitted to the ICU and placed on versed drip. The patient stabilized and was discharged but presented again on 4/11 with the same symptoms. The pump and catheter were explanted and replaced. On removal of the catheter a small piece of tissue was grossly visible toward the most distal few cm's of the catheter. It previously had not been seen on any radiographic imagery and may have been the cause of the intermittent baclofen withdrawal. There were no catheter segments left in the intrathecal space. The patient did not have meningitis. Cultures were obtained from csf, blood and urine. The type of organism cultured was staph aureus-urine, staph coagulese negative-blood. The risk factors the patient had prior to implant were urinary tract infections. The system was replaced and the patient recovered without permanent impairment

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported the patient had 3 hospital visits pertaining to a catheter issue. The patient was first in the ER (emergency room) and then to the ICU (intensive care unit) per the healthcare provider for all 3 hospital visits the patient had acute withdrawal symptoms, increased severe/shaking /spasticity/spasms, autonomic dysreflexia bp, pruritus, altered mental status. The patient was given IV (intravenous) benzo¿s (a couple of doses), oral baclofen. The symptoms would then resolve and the patient would be discharged. The first hospital visit was on (B)(6) 2015, the second hospital visit was (B)(6) 2015 and with that visit patient was also diagnosed with sepsis and treated with out-patient IV antibiotics. Both the urine and csf cultures came back negative after the IV antibiotics. At the (B)(6) 2015 hospital visit the same thing occurred again with acute itb withdrawal symptoms though the reporter was not certain if the patient had symptoms of pruritus for that visit. A work up was done, MRI of the spine, CT scan of the brain, dye study ,"everything done for the patient" per the healthcare provider and everything came back negative. On (B)(6) 2015 they did a complete replacement of the pump and catheter. They found tissue adhesion on the distal end of the catheter about 1 cm from the tip. A "long piece of tissue" was adhered to the catheter. They pushed sterile water through and felt resistance first but after continuing with the pressure they were able to push the sterile water through the catheter. The patient was kept overnight at the hospital for observation and the patient was doing fine per the healthcare provider. It was noted that (B)(6) 2015 was the last pump refill. The dose was increased on (B)(6) 2015, right before the patient got sick, to 859ug/day then after the pump and catheter replacement, the dose was brought back down to 819ug/day. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).